Manufacturer narrative:
B1: added product problem, this was omitted in the initial in error.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 78-year-old male patient was supported with an impella pump (pump sn (B)(6); ip1 sn (B)(6)), placed electively on (B)(6) 2026 via direct left sided surgical aortic access. The customer reported that after changing the purge cassette, purge solution was observed leaking from beneath the console door, and the system displayed a low purge pressure alarm. A de air procedure was not performed. The purge cassette had not been removed and reinserted before the leak was noticed, and no excessive force was reported. The rn obtained a second purge cassette; however, leakage recurred. The pump was then transferred to a new aic with new purge tubing. During troubleshooting, the rn identified that a component on the aic where the purge disc seats was broken, and this damaged component appeared to puncture the purge discs and/or tubing, resulting in repeated purge fluid leakage. Based on the information available, the event appears related to a damaged aic component that punctured the purge disc and/or tubing, leading to purge fluid leakage and a low purge pressure alarm. The patient experienced no harm, and the device was exchanged to resolve the issue. Returned product analysis will be required to confirm the root cause.